Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. All other rv lead measurements were within range and the system was reprogrammed and remains in service. No adverse patient effects were reported.